Event description:
It was reported the pt has gained 40lbs. Since implant and her scs ipg pocket site is "sore to the touch." It was also reported the scs ipg is not holding a charge. Follow-up identified a sjm rep reprogrammed the pt's scs system to resolve the charging issue. There is no additional info at this time.

Manufacturer narrative:
Correction/removal report number: 1627487-07262012-002-r. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.